Event description:
(B)(4). I received a positive pregnancy test on (B)(6). From that day until (B)(6), I have had to have numerous ultrasounds, bills, cramping..etc. Found out (B)(6) that the pregnancy stopped growing at (B)(6). Currently having to induce a miscarriage which will include pain and emotional suffering.